Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the back therapy electrode pads. Patient reported that he does sweat. There was no alleged device malfunction contributing to the irritation. The patient was advised to use an over the counter cream along with taking claritin physician. The patient reported irritations have improved.